Event description:
It was reported that a user stated in a survey that blood glucose drops when not eating while using the ilet system. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of the available case information. Investigation of this case revealed no device malfunction reported or confirmed and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.